Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units multiple times during the load process. The customer had used cold insulin and off-label syringe to fill the cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. In addition, the user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.